Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/14/2017. Device returned to manufacturer? Yes. Device evaluation: the baerveldt glaucoma shunt was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed obstruction of the tube. Most probably the material is glue. In addition a flow test was conducted. The flow test failed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the baerveldt glaucoma shunt were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient involvement. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the drainage tube of a baerveldt shunt was partially obstructed. There was no patient contact reported. No further information was provided.